Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference: (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor air dryer filter/ mufflers and the outlet filters. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a compressor inoperative. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.